Event description:
It was reported that the patient was experiencing excruciating pain that runs down her spine when she turns her spinal cord stimulator. The patient has not experienced any injuries or falls, and has had no previous issues since her system was implanted in 2011. The patient went to the hospital due to the pain, with concerns that something was not right with her system. The patient was sent home with pain medication which she is using to manage the pain. The patient is also wearing a neck brace.